Manufacturer narrative:
Product complaint #: ((B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dec 13, 2017: pinnacle litigation received. Litigation alleges that the patient suffered from severe pain and discomfort. Patient also tested for metal ions well above an acceptable range. Doi: (B)(6) 2011 : dor: not reported (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
In addition to what previously alleged, ppf alleges loosening of stem. The stem was already reported, added sleeve because the product was an s-rom. Added law firm in the facility name, patient's date of birth, part and lot number of the head, liner and stem. Updated patient and product experience code. Doi: (B)(6) 2011. Dor: none reported (right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.